Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 28-29 mg/dl which resulted in the customer fainting and becoming unresponsive. The customer consumed sugar, chocolate, and raisins to address the low bg. The customer¿s parent called an ambulance to transport the customer to the hospital. While in the ambulance, the customer was treated with glucagon, glucose, and honey; the pump was removed from the customer. When admitted to the emergency room (ER), the customer¿s blood glucose level was 70-71 mg/dl. After treatment, the customer¿s bg level was 270-271 mg/dl. Reportedly, the customer¿s parent¿s alleged that the pump was delivering boluses on its own without user interaction. Further information regarding customer's treatment and release date were not provided.